Manufacturer narrative:
Investigation summary: analysis of the submitted log file confirmed transient elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, the reported ischemic stroke and (B)(4) could not be conclusively established through this evaluation. The submitted log file contains data from 16dec2018 at 07:32:43 through 03jan2019 at 20:09:02. The majority of captured data appeared to be associated with routine power source exchanges. Transient elevations in power over 8 w were captured on 22dec at 11:15:14 and 11:15:45, reaching a maximum of 9.1 w. Estimated flow was also elevated during these events, ranging from 10.7-11.7 lpm. Excluding these events, power ranged from 5.4-7.2 w and estimated flow ranged from 4.9-8.3 lpm. No atypical alarms were captured for the duration of the file. The fixed speed was set to 9200 rpm and the pump speed did not drop below the low speed limit of 8200 rpm for the duration of the file. The account communicated that the patient experience expressive aphasia and initially declined to come to the hospital. No alarms were reported for this event. Flow and power were normally in the mid 5s but flow was 6.8 and power was 6.4 w. The patient was admitted to the ICU with a confirmed ischemic stroke on a head CT. Elevated ldh was also reported. The patient¿s ldh levels continued to increase and palliative care was initiated. The pump was reportedly clotting and failing and the patient had worsening renal failure and liver congestion and subsequently expired on 19feb2019. The elevated ldh, pump clotting, and patient outcome are investigated under medwatch report MFR # 2916596-2019-00327. The hmii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding the recommended anticoagulation therapy and inr range. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 7 years, 5 months, 27 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2011. It was reported that patient presented with expressive aphasia on (B)(6) 2018 and declined to visit the hospital initially. CT scan of head confirmed it to be an ischemic stroke. No treatment was provided. Patient is on heparin and currently admitted to ICU. No further information was provided.